Event description:
A low readings issue was reported with the adc device. Customer reported reading of 90 mg/dl was obtained on the sensor scan compared to a result of 353 mg/dl obtained on the hcp meter. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. Customer experienced dizziness and was seen at the hospital where a reading of 353 mg/dl was obtained on the hcp meter. Customer was diagnosed with hyperglycemia and was treated with insulin. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.